Event description:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the "up", "down" and "ok" buttons were found to be intermittently responding. This report is being made based on the evaluation results.

Manufacturer narrative:
The keypad was removed and contamination was observed under all of the button contacts. Unrelated to the event, the battery compartment was found to be cracked, and the battery cap was found to have stripped threads.